Manufacturer narrative:
Device not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
Drill broke when surgeon was using it during surgery.

Manufacturer narrative:
The reported event that the drill broke could be confirmed. The investigation revealed that the drill helix is broken off due to a torsional forced rupture. Additionally macroscopically visible lines of rest clearly indicate multiple use of the device. Most likely the drill stopped working or got jammed in the bone. While trying to remove the drill the surgeon applied automatic power in reverse direction. This caused a crack in the drill helix. After multiple use the drill bit finally broke in two parts caused by a torsional forced rupture. Furthermore the strong friction traces on the surface of the shaft point to high bending forces during application most likely resulting from friction with a drill guide. Based on these investigation details the root cause for the breakage of the returned drill could be attributed to a user related issue. Too high torsional forces in combination with a multiple used drill, pre-damaged with a crack, have caused the breakage. Too high bending forces during application additionally caused strong friction traces on the shaft surface. Indications for material, manufacturing or design related issues could not be found in the investigation.

Event description:
Drill broke when surgeon was using it during surgery.